Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews and a review of the complaint history were not conducted because the device was not returned, and the part and lot number were not reported. The patient effects of occlusion, pain, and nerve damage are listed in the perclose proglide instructions for use (IFU), as potential adverse events of use of the device. The cause of the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible, the calcium and the use of computed tomography and ultrasound and not angiogram may have all contributed to the backwall stitch. The calcium may have increased the amount of force required to insert causing the device to do through the back wall of the vessel. However, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article attachment: "acute limb ischemia after minimally invasive cardiac surgery using the proglide: a case series". D4: the UDI is unknown as the part and lot number were not provided in the literature. The additional case study referenced in the literature is captured under manufacturing reference number: (B)(4). The summary data referenced in the literature is captured under manufacturing reference number: (B)(4).

Event description:
It was reported via an article that this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using a proglide device relative to an aortic valve replacement procedure via a large bore hole. The proglide device successfully closed the puncture. The next morning, the patient complained of pain, motor weakness (grade 2), and coldness in the right leg. Ultrasound was performed and it was found that blood flow was very weak in the right leg. Blood flow could not be confirmed in the dorsalis pedis and posterior tibial arteries. Emergency surgery was performed as the arteries of the right leg were not contrasted on computed tomography. After exfoliating the rcfa, a plastic ring [suture] hanging outside the vessel wall was found; it was caught in the dorsal arterial wall [back wall stitch]. Thrombectomy and endarterectomy with patch closure were performed. Postoperative, the patient's arterial flow recovered completely. After post operative day10, the patient was transferred to lower limb rehabilitation. After 3 months, the patient's condition improved to motor grade 4, and the patient was able to walk using a brace. Follow up with the corresponding author was performed. It was reported that this was an arteriotomy closure using two proglide devices via the pre-close technique. No additional information was provided. Details are listed in the attached article, "acute limb ischemia after minimally invasive cardiac surgery using the proglide: a case series".